Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report of peritonitis by a nurse. The nurse reported that the patient experienced peritonitis on (B)(6) 2012. The patient was hospitalized on (B)(6) 2012. The cause of peritonitis was unknown. The patient was recovering.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers h12a23063 and h11l14087 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.